Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the right atrial (ra) lead exhibiting high thresholds. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.